Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the suture detaches during surgery. No additional information was provided.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375 summary of investigation: there are no previous complaints of this code batch (3 complaints received at the same time from distributor) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack and aluminium pack and needle are missing). The open unused unit has been checked, and the thread end that should be attached to the needle shows that the needle escaped from the thread. Nevertheless, without closed samples a proper analysis cannot be performed. However, considering that there are 3 complaints received at the same time from distributor of this code-batch for the same issue, we will consider this complaint as confirmed. However, considering that there are three complaints received at the same time from distributor of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received show that the needle escaped from the thread. Final conclusion: considering that one of the samples received does not fulfil b. Braun surgical specifications, and that there are other complaints for the same code-batch and defect, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.